Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed out her set and reservoir and primed the tubing. Customer stated that she released the act button but insulin continued to come out in a steady stream. Customer stated that she did another set change and tried to prime again. This time the insulin stopped coming out as soon as the act button was released. Customer's blood glucose was 87 mg/dl. Customer checked later and her blood glucose was 422 mg/dl. Customer treated with a 5.0 unit syringe before calling. Customer stated that she only has low reservoir and low battery alarms in the insulin pump. Customer stated that she did have a battery alarm a few weeks when she left the battery out of the pump for about 15 minutes. Customer removed the set from the body and stated that the cannula was bent but not occluded. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting and to do a complete set change.